Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported problem and replaced usm 2 to resolve it. The system was verified and ready for use. Isi has issued a return material authorization (RMA) to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, there were instrument engagement issues on universal surgical manipulator (usm) 2. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer moved usm 2 out of the way and continued the procedure using the other usm's. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) 2 associated with the customer-reported complaint. The unit was analyzed and was confirmed as having occurred in the field via logs, but was not replicated in-house. The logs showed multiple 31010 errors pointing towards the sterile adapter presence pins on usm 2. Unit was tested on an in-house system in normal mode where it triggered no errors. Unit was also tested on a testing platform where it passed all required tests. During investigation, all the presence pins seemed smooth and not sticky. Also, none of them got stuck down.

Event description:
Refer to h10/h11 for follow-up information.